Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a physician tried to shuttle down to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), the shuttle would not advance. The physician aborted the procedure and held pressure for 15 minutes for hemostasis. There was no reported patient injury. The vcd was used in a diagnostic neurological procedure using an antegrade approach. The device was stored and prepped according to the instructions for use. The deployer was trained in the mynx device. The vcd was used with a 5f non-cordis sheath. The vessel was arterial. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was no kinked or bent. The sealant did not deploy. The storage temperature exceeded 25 °c. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, when a physician tried to shuttle down to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), the shuttle would not advance. The physician aborted the procedure and held pressure for 15 minutes for hemostasis. There was no reported patient injury. The vcd was used in a diagnostic neurological procedure using an antegrade approach. The device was stored and prepped according to the instructions for use. The deployer was trained in the mynx device. The vcd was used with a 5f non-cordis sheath. The vessel was arterial. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was no kinked or bent. The sealant did not deploy. The storage temperature exceeded 25 °c. The device was not returned for analysis. A product history record (phr) review of lot f2229807 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device was not returned for analysis. The exact cause of the shuttle advancement issue experienced could not be determined. However, based on the information available for review, storage temperature factors (exceeded 25 °c) most likely contributed to resistance felt during shuttle advancement since temperatures above 25 °c can cause the sealant to soften, which makes delivery more difficult. According to the instruction for use (IFU), which is not intended as a mitigation, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture.¿ the IFU also states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, when a physician tried to shuttle down to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), the shuttle would not advance. The physician aborted the procedure and held pressure for 15 minutes for hemostasis. There was no reported patient injury. The vcd was used in a diagnostic neurological procedure using an antegrade approach. The device was stored and prepped according to the instructions for use. The deployer was trained in the mynx device. The vcd was used with a 5f non-cordis sheath. The vessel was arterial. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was no kinked or bent. The sealant did not deploy. The storage temperature exceeded 25 °c. The device is not being returned for evaluation.